Event description:
Blood sugar on the meter said "hi." A pt who was using a novopen 3 (insulin delivery device) due to diabetes mellitus (type unknown), reported they were hospitalized with an increased blood glucose level. At work the patient had been feeling "bad" and had been vomiting. Later in the evening the patient was still vomiting and in addition had difficulties concentrating. They measured their blood glucose level and the display red "hi". The patient stated that this means a blood glucose level of 40-45 mmol/l. Local physician advised them to call an ambulance. In the ambulance the patient was treated with fluid (not further specified) and in the hospital pt was treated with insulin (type and dose unknown). Due to persisting ketones, the patient stayed in the hospital for 3 days and was discharged. The patient had been using a 1.5 ml durable device after which they started using a novopen 3 which works without problems. The patient stated that the pharmacy had two pens on stock which did not work either. The patient was diagnosed with diabetes mellitus 33 years ago and had used actrapid for 15 years. The patient has recovered from the event.